Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the cross brace was broken at the weld for the left seat rail, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer is stating that the crossbrace is broken at the weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the crossbrace is broken at the weld.